Event description:
The customer reported that the system's fast stop switch was inadvertently activated which shut down the system and following reboot the left monitor would not display images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor and the x-ray indicator were replaced and the monitor's gray scale quality was checked. The system was tested and found to be working as intended and put back into service.